Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The reported problem (service code 107) was confirmed. Upon receipt, the monitor reset during a pulse test, while attempting to charge the high voltage capacitors. The cause of the failure was isolated to a damaged c19 high voltage capacitor on the defibrillator pca. The c19 pads were lifted from the pca, causing voltage to arc when attempting to charge that capacitor, resulting in the resets. The patient's flag files confirmed that the observed resets occurred while attempting to charge the capacitor during a routine battery internal resistance test. The root cause for the damaged capacitors was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was producing service code 107 (multiple abnormal shutdowns).